Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that x-ray revealed externalized conductor. Noise was observed on atrial lead with rv lead movement against atrial lead.